Event description:
The pt was admitted into hosp due to chest pain. The physician attempted to deploy a 2.5 mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in the lad. It was reported that the stent could not be positioned due to severe calcification, even with the use of force. The physician decided to dilate the lesion with a balloon dilatation catheter. On eval of the returned device, damage to the stent was noted. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: pt lesion morphology: severely calcified lesion. Failure to deliver stent and stent deformation. Use of force to advance the stent. Conclusion: pt lesion morphology: severely calcified lesion. Use of force to advance the stent. Device eval: the fifth and sixth proximal stent segments were raised, damaged and deformed. The distal tip was damaged. The stent was positioned on the balloon between marker bands as per specifications.